Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that experienced implantable pulse generator (ipg) pocket discomfort and the pocket felt "squishy". The patient was sent to the hospital where the pocket spontaneously opened and began draining. The patient had an infection and was treated with antibiotics. The ipg and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.